Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was intermittently responsive during testing. During investigation, the up arrow key contact was observed to be misaligned. The up and down key contacts were inverted and do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad button presses do not respond easily unless the buttons are pressed multiple times.